Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced swelling at infusion set insertion site on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The infusion set was in use for 6 to 12 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-07700. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint 2184884 has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6002373 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6002373 was manufactured according to the work instruction (wi) version 94 packaging in the multivac 10, on 21/jul/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/may/2025 against malfunction code no malfunction based on complaint information, harm code asymptomatic elevated blood glucose - no change to regular treatment regime and lot 6002373 and another 1 complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, another (B)(4) complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.